Manufacturer narrative:
Consumer reported mixing the product in question with a saline solution and then inserting the mixture into the provided lens case. After about a week or two of product use, consumer began experiencing burning. The consumer also thought he had a retinal tear because he was seeing flashes. (This was self-diagnosed). There was no report of a medical evaluation or medical treatment associated with the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the burning symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure and may be related to the product. Product was not returned. Consumer did not use product as directed.

Event description:
Consumer reported mixing the product in question with a saline solution and then inserting the mixture into the provided lens case. After about a week or two of product use, consumer began experiencing burning. The consumer also thought he had a retinal tear because he was seeing flashes. (This was self-diagnosed). There was no report of a medical evaluation or medical treatment associated with the experience. Consumer did not use product as directed.